Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead required external defibrillation for ventricular tachycardia (vt)/ventricular fibrillation (vf). Upon interrogation of the ICD there were warning messages regarding shorted shock delivery and charge times greater than 45 seconds. Surgical intervention is planned but not yet scheduled. The patient is currently comatose. Attempts to obtain additional information was unsuccessful.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead error was recorded on (B)(6) 2018. Multiple charge time exceeded errors followed and the device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shorted shock. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the device declared eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead required external defibrillation for ventricular tachycardia (vt)/ventricular fibrillation (vf). Upon interrogation of the ICD there were warning messages regarding shorted shock delivery and charge times greater than 45 seconds. Surgical intervention is planned but not yet scheduled. The patient is currently comatosed. Attempts to obtain additional information was unsuccessful. New information received indicate that surgical intervention was performed and the device was explanted while the lead remains in service. The patient has since fully recovered.

Manufacturer narrative:
The device was replaced by a competitor product and it is not clear if the device will be returned for analysis. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicate that surgical intervention was performed and the device was explanted while the lead remains in service. The patient has since fully recovered.